Event description:
Boston scientific received information that the patient with this right ventricular lead presented for routine follow-up. The patient reported dizziness; a data review confirmed loss of capture while all other system measurements were within normal limits. A holter monitor was provided while the patient remained hospitalized. Data from the holter confirmed pacing pauses. As such, the physician elected to explant the lead and replace with a non-boston scientific product. The explanted lead is not intended to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.